Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included hypertension, pulmonary tuberculosis, peripheral neuropathy, cerebral infarction, blood glucose high and postprandial blood glucose was from 16 to 17 (no reference ranges provided). Concomitant medications included metformin and acarbose; both for unknown indication. The patient received human insulin (rdna) (humulin r) from a cartridge, subcutaneously. Initial dose was reported as no more than 40 units, also she received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge, 8 units daily subcutaneously; both insulins via a reusable pen (humapen ergo 2), for the treatment of diabetes mellitus; beginning approximately in 1999. On an unspecified date, she adjusted her initial human insulin and human insulin isophane suspension doses according with her treating physician to 18 units in the morning and 14 units at noon and at nights and for human insulin isophane suspension to 16 units daily, because her blood glucose was still high. Reportedly, she adjusted again her human insulin isophane suspension dose to 20 units daily and then from 10 to 12 units daily. On an unknown date, she was hospitalized many times to adjust her blood glucose (no values provided). Among (B)(6) 2000, she was hospitalized due to coronary heart disease. No more details reported. Approximately in (B)(6)-2016, she injected her doses guessing since her humapen ergo 2 scale could not see clearly since her humapen ergo 2 was 5 or six years of using ((B)(4) lot number 1109d01). In (B)(6) 2016, she was hospitalized three days due to a cataract surgery. Information regarding hospitalization dates, discharged dates, corrective treatment and outcome of the events was not reported. Human insulin and human insulin isophane suspension therapies status was continued. The user of the humapen ergo 2and its training status was not provided. The humapen ergo 2 duration of use and the reported humapen ergo 2 duration of use were about five or six years. Since the humapen ergo 2 was not being returned. The reporting consumer did not know of the events were related to human insulin and human insulin isophane suspension therapies or to humapen ergo 2. Edit 24-may-2016. Upon internal review on 23-may-2016. It was added de EU/ca fields and updated humapen unknown device to humapen ergo 2 and a (B)(4) was processed accordingly. Update 24may 2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the dose scale of her humapen ergo ii device was not legible. She experienced abnormal blood glucose levels. The investigation of the returned device (batch 1109d01, manufactured september 2011) found the lens of the device was cloudy due to the device being wiped with alcohol. Malfunction confirmed. The user manual describes the proper care and storage of the device and instructs the user not to use alcohol on the pen body or the lens of the device. The device met functional requirements and met dose accuracy glide force specifications. The patient stated the device was used for 5 to 6 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The lens of the device had been wiped with alcohol; the lens material is not compatible with alcohol. It is unknown if this is relevant to the complaint of abnormal blood glucose. In addition, the patient used the device beyond its approved use life; while the device met functional and dose accuracy / glide force specifications, the extended use may be relevant to the patient's complaint as it might have aggravated the cloudiness of the lens.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included hypertension, pulmonary tuberculosis, peripheral neuropathy, cerebral infarction, blood glucose high and postprandial blood glucose was from 16 to 17 (no reference ranges provided). Concomitant medications included metformin and acarbose; both for unknown indication. The patient received human insulin (rdna) (humulin r) from a cartridge, subcutaneously. Initial dose was reported as no more than 40 units, also she received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge, 8 units daily subcutaneously; both insulins via a reusable pen (humapen ergo 2), for the treatment of diabetes mellitus; beginning approximately in 1999. On an unspecified date, she adjusted her initial human insulin and human insulin isophane suspension doses according with her treating physician to 18 units in the morning and 14 units at noon and at nights and for human insulin isophane suspension to 16 units daily, because her blood glucose was still high. Reportedly, she adjusted again her human insulin isophane suspension dose to 20 units daily and then from 10 to 12 units daily. On an unknown date, she was hospitalized many times to adjust her blood glucose (no values provided). Among (B)(6) 2000, she was hospitalized due to coronary heart disease. No more details reported. Approximately in (B)(6) 2016, she injected her doses guessing since her humapen ergo 2 scale could not see clearly since her humapen ergo 2 was 5 or six years of using (pc number (B)(4) lot number 1109d01). In (B)(6) 2016, she was hospitalized three days due to a cataract surgery. Information regarding hospitalization dates, discharged dates, corrective treatment and outcome of the events was not reported. Human insulin and human insulin isophane suspension therapies status was continued. The user of the humapen ergo 2 and its training status was not provided. The humapen ergo 2 duration of use and the reported humapen ergo 2 duration of use were about five or six years. The device was returned on 25may2016. The reporting consumer did not know of the events were related to human insulin and human insulin isophane suspension therapies or to humapen ergo 2. Edit 24-may-2016. Upon internal review on 23-may-2016. It was added de EU/ca fields and updated humapen unknown device to humapen ergo 2 and a pc number (B)(4) was processed accordingly. Update 24mat2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 16-jun-2016: the product complaint number previously stated in this case received on 19-may-2016. No information was added to the case. Update 15jul2016: additional information received on 15jul2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to yes/not cirm; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.